Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
User or caregiver: user. Product code: unable to get up. Product lot or serial number: unable to get up. Description of the issue by the customer: leaking. Rn spoke to user. She has nerve damage and sleeps in the recliner. She had problems with leakage due to placement. So, rn went over placement. Also, rn encouraged using a chuck/pad underneath. Okay with f/u call in 2 days. Survey offered. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared). Per follow up information received on 10apr2026, it was reported patient experienced irritation of urethra and labia area. Went to gynecology appointment on (B)(6) 2026. Clotrimazole betamethasone dipropionate cream is the medication prescribed by my gynecologist. I have decided to go back to using pull-ups on a regular basis. My gynecologist suggested to discontinue "pure wick" and the device was not replaced.